Manufacturer narrative:
The account found the brake washer was overly lubricated and the account cleaned the brake washer to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the hilow drifts down. No patient impact.